Event description:
It was reported that a patient experienced an urgent low blood glucose of 53 mg/dl with associated weakness after a usual lunch announcement and meal, with the cause of the hypoglycemia unclear; troubleshooting and education were completed, and the event resolved after oral glucose administration. Symptoms included hypoglycemia with weakness. Outcomes included transient functional impairment that resolved with treatment and did not require hospital care. Investigation included user troubleshooting and education focused on acute hypoglycemia management. Investigation of this case revealed no confirmed device malfunction or component failure and no confirmed therapy delivery issue, with the event consistent with hypoglycemia of uncertain etiology. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.